Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (b)(6 2024, the patient underwent an orif surgery for the femoral neck fracture. During reaming with the dhs triple reamer (338.110), the reamer stuck once in the lateral cortex because the patient had good bone quality. As reaming continued, the guide wire broke off around the femoral neck and the tip of the guide wire remained in the femoral head. The surgeon disassembled the dhs triple reamer, reamed along the guide wire using only the drill bit, and created a cavity around the guide wire. The surgeon removed the guide wire with forceps. The total time required for removal of the broken guide wire was approximately 10 minutes. There were no additional skin incisions associated with the removal. After removal, the surgeon confirmed by x-ray that there are no broken fragments, etc. Remained in the body. Fixation was completed using dhs implants eventually. The surgery was completed successfully with no surgical delay. No further information is available.